Manufacturer narrative:
The investigation determined that a preanalytic issue (contamination of the dilution vessel and/or clogged vacuum nozzle due to poor sample quality) at the customer's site caused the event. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction. The customer has not reported any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable sodium electrode assay result for one patient sample tested on the cobas c 303 analytical unit. The initial result from the analyzer was 158 mmol/l. The repeat result from another analyzer was 138 mmol/l. The initial result was deemed high and was not reported outside the laboratory. The repeat result was deemed correct.

Manufacturer narrative:
The sodium electrode serial number is (B)(6), with an expiration date of 05-oct-2026. The field service engineer inspected the analyzer; replaced the dilution cup, sipper, and vacuum nozzles; and performed a successful precision check. The investigation is ongoing.